Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on what tissue was the suture used? Subcutaneous. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous suture. How was the suture tied (square knot or multiple knots one end)? Knots one end. What symptoms did the patient experience following the index surgical procedure? Onset date? Superficial dehiscence at the 2 ends. Did the patient experience disunity at the ends of the scar? Yes, both ends. Did the patient experience a wound dehiscence? Yes. What tissue dehisced? Cutaneous and subcutaneous. Onset date/time of dehiscence? (# post op days) d+17, dressing not redone before this date. Did the sutures untie, break, or pull out of the tissue? Impossible to reply to this question. Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? No to the customer's knowledge. Please describe the appearance of the suture during the second procedure: inflammatory tissue according to operating report. Did the sutures absorb too quickly? Customer's interpretation: thread resorbed too quickly leading to scar dehiscence. How was the dehiscence managed? Surgical revision, washing, new suture on 04/nov/2024 please describe any surgical intervention required for the wound dehiscence including date and findings: surgical revision, washing, new suture on (B)(6) 2024 and antibiotic therapy for 4 weeks (augmentin 1g 3x/d - amoxicillin 1g 3x/d and levofloxacin 500mg 1 tab 2x/d) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No precision in the operating report other than ¿removal of the subcutaneous thread¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? Thread resorbed too quickly leading to scar dehiscence, and possible ¿wicking¿ effect of the thread which could promote infection. What is the patient's current status? Last consultation on (B)(6): ¿slightly inflammatory scar, no discharge, no sign of residual infection. Some pain on palpation on the dorsal side of the head of the first metatarsal and slight pain on mobilization of the 1st mtp. Dorsal flexion 20 plantar flexion 20 » monitoring to continue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information stated the following: ¿surgical revision, washing, new suture on (B)(6) 2024¿. Please provide correct surgical revision date.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the additional information stated the following: ¿surgical revision, washing, new suture on 04/nov/2024¿ please provide correct surgical revision date. There is an error in the new suture date, in the note. The correct date provided by the customer is : ¿surgical revision, washing, new suture on (B)(6) 2024¿.

Event description:
It was reported that a patient underwent a foot surgery on (B)(6) 2024 and suture was used. It was observed a disunity at the ends of the scar at the level of the right ankle in a patient, treated for halux. It occurred at 17 days, therefore less than 56 days. The scar is inflamed, and an aquacel foam dressing has been applied. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002. Device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient experience disunity at the ends of the scar? Did the patient experience a wound dehiscence? What tissue dehisced? Onset date/time of dehiscence? (# post op days) did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe the appearance of the suture during the second procedure. Did the sutures absorb too quickly? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2024-05222.